Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an improper disconnection/reconnection and open clamps on unused supply lines were reported and are known causes of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. The guide also warns the user to make sure all clamps on unused fluid lines are closed securely. It instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during drain 2 of 5, while the hp was connected. The registered nurse (rn) stated that the hp had inappropriately disconnected and reconnected. The rn also stated that the blue and white clamps on the organizer were open and not being used with their lines (final and supply), though the lines were capped. The technical service representative (tsr) assisted the rn in ending the hp¿s therapy and removing the cassette. The rn also stated the hp was confused, but did not specify if this developed before or after the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.